Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator was found to be depleted. Premature depletion was suspected. The patient's right ventricular lead also exhibited increased capture thresholds. The patient was stable. On (B)(6) 2019 the patient's device was removed and replaced. The pacing and sensing portion of the patient's right ventricular lead was also capped and replaced. The procedure was successful. Related manufacturer reference number: 2017865-2019-05217.